Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a replacement was performed due to occlusion of the peritoneal catheter, and when the occluded catheter was taken out, a white turbidity membrane was formed around the catheter.